Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device did not fire at the first firing. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with a malformed clip jammed in jaws fed sideways. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon removal of jammed clip the device was fired and 14 conforming clips were formed and the remaining 3 clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.